Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had clouding lens implant, physician not able to see macula properly and was blurring. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
On initial MDR the wrong product was reported, corrected information provided in d.1. And d.4. Information was provided that the lens was implanted (B)(6) 2013 . The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had clouding lens implant, physician not able to see macula properly and was blurring. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.